Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On 15-mar-2021, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced difficulty flushing the j-tube. On (B)(6) 2021, the patient was scheduled to have the j-tubing replaced. During the replacement procedure, a bezoar was discovered at the end of the j-tube. The abbvie tubing was removed and replaced.